Event description:
A malfunction alarm labeled malf 0 was reported, but no significant events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisting the customer with the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue reappeared.